Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that the evening of the initial placement of the peg-j the patient was taken to the hospital by ems and admitted overnight due to significant stoma site bleeding. Unknown what treatment the patient received during admission. The stoma looks good now. The patient started duopa (B)(6) 2020.